Manufacturer narrative:
(B)(6). The device was not returned for evaluation. Review of the device history records is not possible as the lot number for the device is unknown. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.

Event description:
Same case as MDR 3005188751-2012-00005. It was reported while performing a ventricular tachycardia (vt) ablation procedure the patient developed a pericardial effusion requiring a pericardiocentesis. Transseptal puncture was performed using a sjm brk transseptal needle (model 407200) and a non-sjm introducer sheath under fluoroscopic and pressure guidance. A 5000 u of heparin was given and further bolus heparin was given throughout the procedure to keep the act level at 250-300. The vt was then induced and terminated. The non-sjm sheath was exchanged for an agilis large curl introducer. The left ventricle was mapped using a non-sjm ablation catheter. During catheter manipulation, a second vt was induced and terminated with rf application. Further rf applications were performed and approximately 2 hours after transseptal puncture, the patient's blood pressure dropped and the heart borders did not appear to move well. The transseptal catheter and sheath were pulled back, protamine was administered and emergent pericardiocentesis was performed. A 290 cc of blood was removed from the pericardium and the blood pressure recovered. The patients current status is listed as stable with pericardial pain being treated with ibuprofen.